Event description:
It was reported that the device lost rotation. A 2.4mm jetstream xc catheter was selected for a patient procedure in the superficial femoral artery. The physician had done 3 passes in blades down mode followed by blades up. Then while running in blades up, mid pass, the blades stopped spinning. The device was still infusing and aspirating, but would not spin. The device was removed without incident and another device was opened to complete the procedure. No patient complication were reported.

Manufacturer narrative:
B3: date of event: event date was not reported and was approximated to (B)(6) 2021. Device evaluated by MFR: the jetstream device xc-2.4 was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the instructions for use (IFU). The device primed as designed, and activated but the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened found the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The tip was not rotating as the pinion gear was spinning on the shaft. Device analysis determined the condition of the returned device was consistent with the reported information of blades not spinning. The complaint was confirmed for blades not spinning due to the gear sliding off the shaft.

Event description:
It was reported that the device lost rotation. A 2.4mm jetstream xc catheter was selected for a patient procedure in the superficial femoral artery. The physician had done 3 passes in blades down mode followed by blades up. Then while running in blades up, mid pass, the blades stopped spinning. The device was still infusing and aspirating, but would not spin. The device was removed without incident and another device was opened to complete the procedure. No patient complication were reported.

Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021.